Manufacturer narrative:
Continuation of d10: product ID: a810, serial#: (B)(6), product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a company representative (rep). Regarding a patient, who was receiving unknown drug via an implantable pump. For unknown indications for use. It was reported, that a samsung ct900e tablet was repeatedly encountering service code 338. When interrogating pumps and when the user closes and reopens the application, they are met with system error 0x18a53f23. This issue was encountered, with a previous tablet, but the user had the tablet and communicator replaced two weeks ago. And the issue happened again. Action: ¿hcit provided information to the rep regarding the workflow discrepancies that could be triggering, the 338 error code, but the rep insisted, that the workflow order was not the issue. Rep also asked, to have inceptive removed the tablet, as it is not used. And android device care settings stated, that inceptive was flagged for high battery usage on the tablet. Hcit removed, the inceptive app via airwatch. Rep will attempt another connection in the future and call back if the error message is encountered again¿. Outcome: the issue was not resolved. The patient and healthcare provider were not involved with the event. Additional information was received, from a company representative (rep) stated, that action: the tablet and the communicator were replaced, but the issue persists. Outcome: the issue was not resolved.